Event description:
Vascade device was deployed, and it was determined immediately that it had failed to assist with bleeding cessation. The physician and staff converted to manual pressure. No further complications identified.